Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 4 due to errors 25731 and 40100. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported ¿40100¿ error was confirmed but not replicated. In artemis, the ¿40100¿ error was found indicating ¿queue overflow¿ fault. Additionally, errors 25731 were found indicating ¿position loop¿ faults confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the clockspring, parallelogram and rolling loop fibers were inspected, and no faults could be identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the clockspring, parallelogram and rolling loop fibers are consistent with the reported event and are the potential root cause for this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer stated that they were getting 40100 errors on power up. Customer stated that they were able to recover but the 40100 error returned. Customer did have the option to disable universal surgical manipulator (usm) 4. Technical support engineer (tse) explained that there were others associated with usm 4 and that a field service engineer (fse) would need to service the system and likely replace usm 4. Customer stated that they had another procedure after this procedure that will require all four arms. Tse explained that usm 4 may continue to give them errors. There were no reports of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: arm 4 was disabled, surgery was completed with only 3 arms.